Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. All follow up efforts have been completed, no further information is available. Evaluation summary: (B)(4): the device was returned, analyzed and no anomalies were found.

Event description:
An implantable pulse generator was returned to the manufacturer from a competitor with no information. Further review of the manufacturer's database indicated the patient was deceased and died approximately six and one half months post device replacement. The cause of death has been requested and not received.